Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/30/2015. (B)(4).

Event description:
According to the reporter: the tip of the step needle was cracked upon removing from the sterile packaging.